Manufacturer narrative:
Product analysis: analysis found the cable to be broken. The cable will be replaced. Without a lot number or device serial number, the manufacturing date cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
The ventricular cable accompanied the returned external pulse generator (epg) and subsequently tested out of specification. No patient complications have been reported as a result of this event.